Manufacturer narrative:
Per log analysis, the log does show the date changed causing a red led low battery indication. Since the battery was fully charged, that should not cause the system to shut down when alternate current (ac) power was removed. On (B)(6) 2019, they ran the system on battery for a short time and the battery voltage looks good. They power cycle the system gracefully, open a perfusion and logging stops like the system was powered down. It¿s possible this was where the system powered down when ac power was removed. There was no indication in the log of why that would have happened.

Manufacturer narrative:
The reported complaint was confirmed. Per the user facility's biomedical engineer, the date had been changed to the year 2094 and the time was reset. The manufacturer's technical support specialist advised the biomedical engineer to plug the unit in for two hours as it will take two hours to charge. Once the hlm had been plugged in to charge, the issue resolved itself. There will be no parts returned as the issue has been resolved. The date had changed because of the discharged condition of the batteries. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) powered down when the alternating current (ac) power was disconnected. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
A previously submitted medwatch had referenced a recall in block h9. Please disregard that reference as additional consideration has determined that the recall is not applicable for this reported complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Additional information was received that the reported complaint is linked with the changed date on the central control monitor (ccm). When the date had changed it triggered a low battery condition even though the battery was fully charged, that is why when the end-user disconnected the alternating current (ac) power cord the system shutdown because it falsely detected a low battery condition. It was also determined that the user facility's biomedical technician does not properly cycle the unit and it is not always plugged into a powered electrical outlet. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.